Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis.

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2006 the patient underwent treatment with the peripheral cutting balloon device for two lesions. The target lesion 1 was de novo and was located distally below the knee. There was mild vessel tortuosity and no calcification at the target lesion. The angiographic data for the target lesion showed that the reference vessel diameter was 3mm and the lesion length was 10.00mm. The pre-procedure stenosis was 80% and the post-procedure stenosis was 0%. The lesion morphology showed tight concentric stenosis. The target lesion 2 was de novo and located distally below the knee. There was mild vessel tortuosity and there was no calcification at the target lesion. The angiographic data for the target lesion showed that the reference vessel diameter was 3mm and the lesion length was 10.00mm. The pre-procedure stenosis was 90% and the post-procedure stenosis was 0%. The lesion morphology showed tight concentric stenosis. The patient had a three-month follow up visit in (B) (6) of 2006. The follow up documentation states that in (B) (6) of 2006, the patient had medical intervention of surgery due to angiographic restenosis in the target lesion. The patient experienced healing failure. There was a comment noted ¿healing failure, revascularization was not possible due to lack of vascular bed¿.